Event description:
Health professional reported a lap-band system explant due to "infection [and] possible leak."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The rptr of the complaint was asked to return the product for analysis. The product associated with this report will not be returned. Based upon the model number, serial number and implant date provided by the rptr the connector type is assumed to be a taper ii. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or yrs after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." "There were add'l occurrences of these events that were considered to be non-serious. Other adverse events consider related to the lap-band system that occurred in fewer than 1% of subjects included: incisional infection, infection, fever, abnormal healing and wound infection." Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port oro the connector tubing."